Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported oversensing led to the false classification of ventricular fibrillation. The false detection from lead noise was possibly caused by suspected lead damage. The device delivered antitachycardia pacing therapy from the misclassification but the patient returned to sinus before a shock could be delivered. The lead was explanted and replaced. The patient condition is good.